Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code 204) has been confirmed. Upon investigation the monitor displayed a service code 204 (belt/monitor unusable). The cause for the failure was isolated to low output on the u601 on the computer/analog pca. The root cause for the defective u601 component could not be positively identified. No adverse events occurred from the defective monitor.

Event description:
A us distributor reported that a patient was receiving a service code 204 (belt/monitor unusable).